Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm and a power cable disconnect alarm was confirmed via analysis of the submitted log file. The log file contained approximately 7 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A low voltage hazard alarm and a power cable disconnect alarm were active on (B)(6) 2021 from 8:09:59 to 8:10:02 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power during the loss of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the ac power cord had a v-lock connector. It was also communicated that it is unknown if the ac power cord became disconnected from the wall outlet or from the back of the unit, or if environmental circumstances affected the ac power at the patient¿s home when the alarms were active. The mpu (serial number: (B)(6)) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 31mar2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier, age, ethnicity, and race could not be provided due to geography privacy policy. This event took place at national cerebral & cardiovascular center in (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was asymptomatic. Log files were submitted for review. The log file analysis revealed a double power cable disconnect with a low voltage hazard on (B)(6) 2021 from 8:09:59 to 8:10:02, while connected to the mobile power unit (mpu). The emergency backup battery (ebb) ran the pump for approximately 3 seconds, which was not long enough to cause a no external power alarm. There were no other unusual events seen within the log files.